Event description:
It was reported that a user on the ilet pump experienced hyperglycemia, as observed from a social media post. Symptoms included elevated blood glucose. Outcomes included no alarms reported and no medical admissions or transfers. Investigation included a review of available complaint information from the social media report. Investigation of this case revealed insufficient information to identify a device malfunction or user error and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.